Event description:
Hill-rom received a report from the patient's mother stating the bed's knee section would raise and lower randomly. The bed was located in the patient's private residence. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found that the bed was up against the wall which caused the hand pendant to make contact with the CPR dump valve knob on the wound care mattress that was installed on the bed. A search of the hill-rom maintenance records showed hill-rom has not performed any preventative maintenance on this bed. The hill-rom technician moved the bed away from the wall to resolve the issue. Based on this information, no further action is required.